Manufacturer narrative:
Pump was received with pump error 68/49/23, pump error 75 during self test, pump error 25, high sleep current and unable to communicated with guardian and glucose sensor simulator due to moisture damage on electronic assembly. No pump error 48 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. The customer reports that the insulin pump had a power detected alarm. The customer reported that they had performed the self test and received another pump error during the test. The troubleshooting was performed for power error detected alarm. The customer was advised the insulin pump will need to be replaced and advised to revert to the backup plan. The insulin pump will be returned for analysis.